Event description:
Fill volume: 270ml. Flow rate: 4ml/hr (2+2ml/hr). Procedure: c-section. Cathplace: bilaterally in abdomen. Infusion started: (B)(6) 2015 at 0344. Infusion ended: (B)(6) 2015 at 1630. It was reported that a pump's infusion ended sooner than expected. The pump infused in approximately 35 hours. No patient injury occurred in connection with the reported incident. The incident was noticed when the patient started to feel pain and the patient checked the pump and found it was empty. The patient was still in the hospital when the incident occurred. Additional information was received on 04/29/2015. The pump involved in the incident was a 400ml pump and the pump was filled to 270ml. The customer was cautioned regarding under filling the pump. Additional information was received on 05/05/2015. The physician's order was for a 270ml pump to be filled at 270ml. The incorrect pump was used and the 400ml pump was used instead and filled it to 270ml.

Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: the visual inspection indicated that a 400ml empty and used pump was returned for evaluation. There are no device testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
Methods: along with the previously reported methods, a flow rate accuracy test and pressure pot testing were conducted along with a use review. Results: the device was returned and was refilled to the nominal fill volume of 400ml and infusion was verified for each of the dual lines of the pump. Flow accuracy testing was performed. After 75 hours of testing, line #1 of the pump yielded a flow rate that was below the minimum specification. Line #2 test results yielded a flow rate that was below the minimum specification. The pressure pot testing was performed on the flow restrictor (glass orifice) with the tubing detached from the pump. The tubing was connected to a pressure gauge. After 2 hours of testing, the glass orifice yielded a flow rate that was within specifications with a +/-15% tolerance. The investigation summary concluded that a fast flow was not observed. The customer reported that the facility used a 400ml 2+2ml/hr pump in error instead of the 270ml 2+2ml/hr pump. Thus, a 400ml pump was only filled to 270ml; therefore, the use review determined that a user error may have contributed to the reported incident. The instructions for use (IFU) (14-60-606-0-04) specifies the following: there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. "Caution: do not underfill pump. Filling the pump less than the labeled fill volume may significantly increase the flow rate. Delivery accuracy: when filled to the labeled volume, flow accuracy is ± 15% of the labeled infusion rates when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 88°f (31ºc) with the pump positioned 16 inches (40 cm) below the catheter site." Conclusions: a fast flow was not observed per the investigation summary. According to the use review results and based on the information provided by the customer, it was noted that a 400ml, 2+2ml/hr pump was used, in error, instead of a 270ml, 2+2ml/hr pump. Thus, the pump was under filled to 270ml. The IFU specifies, "caution: do not underfill pump. Filling the pump less than the labeled fill volume may significantly increase the flow rate. ". Therefore, a use error may have contributed to the reported incident. As previously reported, the device history review indicated that the lot met the process specifications, including the quality control acceptance criteria prior to release. It was also previously reported that no patient injury occurred in connection with the reported incident. Based on this investigation the complaint disposition is not confirmed. An on-q pump in-service was declined by the facility, as the facility determined this was an isolated incident and they are aware of the IFU. An IFU (14-60-606-0-04) and a technical bulletin (mk-00539), factors affecting flow rate, were sent for the customer. An historical review indicated that no other complaints were reported for this reported incident and related to the same lot number. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.